Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue with the adc device was reported via email. The sensor was giving low reading of 2.5 mmol/l as compared to unspecified results on reader's built-in meter, which resulted in the customer developing diabetic ketoacidosis. The customer was taken to hospital but treatment details were not provided. The customer was able to be contacted by phone and reported a healthcare meter result of 32 mmol/l, but did not provide further information before disconnecting call. There was no report of death or permanent injury associated with this event.